Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). This product is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during surgery, a "monomer not entering " issue occurred : the liquids were not absorbed to the tube. No surgical delay or patient injury have been reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the device plunger was moved up too early in the process therefore the monomer was not able to go in the device cylinder. Investigation results concluded that the reported event was likely due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, a "monomer not entering " issue occurred : the liquids were not absorbed to the tube. No surgical delay or patient injury have been reported.